Manufacturer narrative:
The patient's exact age was not reported, however, the patient was reported to be over the age of 18. Date of event was approximated to (B)(6) 2020 as no specific event date was reported. (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx uncovered stent was to be implanted to treat a malignant stricture in the middle common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the guidewire would not advance through the stent even though the guidewire was wet and lubricated. Reportedly, it was noted that the catheter was kinked and the distal white olive tip of the delivery system was bent downward. The delivery system was removed and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.